Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors were distorted and had blood/body fluid (not obstructed) and the lead was damaged at implant.

Event description:
It was reported that during implant, the left ventricular lead was dislodged. Re-implant of the lead was attempted and the guidewire would not pass down the lead. The lead was not used. A new lead was then implanted. No patient complications have been reported as a result of this event.